Event description:
It was reported the patient has been experiencing difficulty recharging the ipg since losing weight. It seems the ipg has moved to the patient¿s hip area. The patient has deactivated stimulation due to the ipg battery getting low. The next course of action is unknown at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.